Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the air detector generated an audible alarm, although there was plenty of blood in the reservoir. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event. The user reported they fixed the air detector cable and are using the device.